Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that rv lead was explanted and replaced due to insulation abrasion. No further information available.